Manufacturer narrative:
The insulin pump received with no button response at esc, act, up and down due to unlocked j2 or lcd keypad connector during visual inspection. The insulin pump received with broken battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery compartment broke and insulin pump was replaced. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.